Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had a barcode scanner connection issue that caused the station to freeze up during medication pass. The customer stated that it was difficult to pull out the medication and caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had a barcode scanner connection issue that caused the station to freeze up during medication pass. The customer stated that it was difficult to pull out the medication and caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner kept making connected/disconnected mode. A field service engineer (fse) investigated the continuous universal serial bus disconnect/reconnect chimes in the operating system (os) and determined that the touchscreen was failing. The fse performed multiple uninstall/reinstall cycles of the touchscreen in the os. Eventually, the touchscreen was replaced. After a reboot, the information technology reset the port, and the station reconnected successfully. The system functioned as intended after the field service engineer repaired the device.